Manufacturer narrative:
The open spine clamp was replaced and the damaged instrument was returned to the manufacturer for analysis. Investigation found that the adjustment screw is intact and in good condition. However, the retainer ring on the tip of the screw has been stretched by forcefully turning the screw too far to open the clamp. As a result, the attachment to the clamp face is loose allowing slippage. The hardware investigation found that the reported event was related to a hardware issue. Mechanical failure mode; sub-root cause: malfunction, wear. This issue was documented in a medtronic navigation hardware anomaly tracking database. Upon further follow up with product services, it was reported that a user would still be able to use the clamp but there would be some slippage while setting or releasing the clamp.

Event description:
A medtronic representative reported that the screw is broken on the open spine clamp. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.